Event description:
The consumer reported uncomfortable stimulation. The implantable neurostimulator (ins) status was confirmed with the patient programmer (pp); therapy was on and stim was at 3.4v. The patient had a fall but it occurred after the uncomfortable stimulation had started. The uncomfortable stim did not worsen after the fall, there were no changes noted following the fall. The issue was related to positional movements; when the patient was lying down or bending over only. When stim was decreased to 2.7v, the patient reported it was comfortable standing, laying on back and sides as well as bending over. The patient planned to monitor the urinary symptoms and planned to request for assistance in changing programs if they did not improve. Stimulation felt like it was inside of the patient's vagina, she could not sleep and there was no relief in urinary symptoms. There was sudden worsening of urinary frequency after the implant. Additional information from the consumer reported that she was receiving a 50% or better reduction in symptoms since an increase to stimulation was made. The issue resolved. The patient was indicated for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.